Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 420 (mg/dl) and diabetic ketoacidosis. Correction boluses were delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin and fluids. The customer was still hospitalized at the time the event was reported.

Manufacturer narrative:
Multiple attempts were made to obtain hospital release date and additional information; however, no information was provided.